Event description:
Physician was unsuccessful in an attempt to place the stent across the rca lesion. The stent/balloon catheter was withdrawn; however, during removal the stent slipped off the balloon and was on the wire guide. A snare was used to grasp the stent and remove from the rca.